Manufacturer narrative:
The pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. The basic occlusion, occlusion or displacement tests were unable to be conducted due to unresponsive keypad button. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 285mg/dl. The customer states that in the middle of the night, their blood glucose level rose to 500mg/dl. The customer treated with manual injection. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.